Event description:
Customer reports that his device read 424mg/dl while the doctor's device read 119mg/dl within 2 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.